Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer was at the emergency room for possible heart attack. The customer stated that the pump alarmed no delivery. The customer was assisted with 5.0 unit fixed prime and insulin exited. The product was not returned for analysis.